Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint. And completed the device evaluation. Failure analysis investigations replicated/confirmed, the customer reported complaint of the "clips are not loading properly in this applier". The medium-large clip applier instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The medium-large clip applier instrument failed the clip test. After closing the clips, the clip would not release from the grip-tips. The root cause of this failure is typically attributed to the misuse/mishandling. Additionally, the medium-large clip applier instrument was found with one (1) grip that was bent. The damage was found near the base of the clip groove, causing a 0.011 offset at the tips. As a result, the clip could not be properly loaded on the grips. The root cause of bent-severely instrument grip-tips is typically attributed to the misuse/mishandling, such as excess force applied to the instrument jaws.

Event description:
It was reported. That after a da vinci-assisted surgical procedure. That the medium-large clip applier instrument clips were not loading properly. The procedure was completed with no reported injury.